Manufacturer narrative:
Evaluation summary: it was caused due to the unknown objects remained in the primary channel. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred during use. There was no report of patient harm. Primary channel blocked. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.